Event description:
Customer stated he had been hospitalized five weeks ago for a non-specific diabetes related incident. While in the hospital, customer's insulin pump froze. He ended up being moved to the intensive care unit where he was treated for high blood glucose levels. His blood glucose level at the time of the incident was 871 mg/dl. Customer's current blood glucose level is 288 mg/dl. Customer stated the original hospitalization was related to issues with his bones and joints. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.